Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the refrigerator was not locked, and the drawers had failed. The customer discovered that the door lock had been turned off. A field service engineer performed a proper power cycle sequence for both the refrigerator and the station to resolve. The customer tested the refrigerator and drawers within the application and encountered no errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator kept opening and failed to latch. Customer mentioned that the drawers were unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patient, but the user managed to get the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.